Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the cerebral angiography was able to be completed with the system. The patient did not require any additional medical intervention during the time the procedure was stopped. The hospitalization was not prolonged due to the delay. Based on this information, the device did not cause or contribute to a death or serious injury. A philips field service engineer (fse) inspected the system on site and confirmed the reported issue. Troubleshooting action showed an issue with the c-arm motor. Analysis of the log file showed that the c-arm movement motor was faulty. The field service engineer (fse) replaced the motor and performed adjustments, which returned the system to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the cerebral angiography was able to be completed with the system. The patient did not require any additional medical intervention during the time the procedure was stopped. The hospitalization was not prolonged due to the delay. Based on this information, the device did not cause or contribute to a death or serious injury. A philips field service engineer (fse) inspected the system on site and confirmed the reported issue. Troubleshooting action showed an issue with the c-arm motor. Analysis of the log file showed that the c-arm movement motor was faulty. The field service engineer (fse) replaced the motor and performed adjustments, which returned the system to use in good working order. The codes were updated based on the investigation outcome. Device problem code and health impact code were corrected. The catalog item identifier, reporting address line 1 and the reporting address city have been updated.

Event description:
It was reported to philips that the system crashed and after three restarts there was no response. The system was in clinical use. No user or patient harm has been reported. Philips has started an investigation of this complaint.